Event description:
The rptr stated that rptr did back to back (rapid succession) blood glucose tests, using separate fingersticks on two of the tests. Rptr's results were 75, 89 and 116 mg/dl. Rptr did not have any symptoms. On follow-up, the rptr stated that rptr had just started using the meter. Rptr had run control solution tests, and got in range results of 131 and 135 (102-153). The rptr stated that rptr may have gotten too much blood on the first two test strips. Rptr checks the confirmation dot for enough blood. No harm was alleged.